Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Query line sepsis. Hickman to be removed. Undertaken in (ot) theatres under local anaesthetic. Skin divided from catheter, catheter pulled some resistance felt. Distal end of catheter separated requiring further intervention to retrieve embolized portion from subclavian vein.